Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insulin syringe was found to have a broken barrel after opening. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd¿ insulin syringe was found to have a broken barrel after opening. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open blister pack from lot # 7177526. Customer states that the barrel was broken. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 38 unit marking to the flange. The sample also exhibited a deformed stopper in the barrel. Sample was forwarded to manufacturing (holdrege) on 16nov2018 for further review. On 26nov2018, holdrege received one (1) 0.5ml, 8mm, 30g syringe in an opened blisterpack from batch # 7177526. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was examined and cycle testing was attempted, however, the plunger rod/stopper were unable to be moved. While visually it can be verified that there is indeed a stopper deformity and a broken barrel, it appears that there is also an issue of insufficient silicone within the barrel. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7177526 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch# 7177526. All inspections and challenges were performed per the applicable operations qc specifications. There were twenty nine (29) notifications that did not pertain to the complaint. There were three (3) notifications for damaged barrel. There were four (4) notifications for damaged tips. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for barrel broken and the 1st related complaint for stopper damaged/disfigured on lot # 7177526. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.